Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, based on the available information, the root cause of the patellar loosening and aseptic loosening which resulted in this patient's pain cannot be concluded. The components remain in-situ at this time; therefore a thorough investigation cannot be performed. Should a revision be performed and relevant information becomes available, this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the patient presented right patellar bursitis loosened migrated patellar component.